Event description:
The pump exchange was ultima ratio, as the patient was suffering from sepsis prior to the pump exchange. Due to the patient¿s prior sepsis, it was not possible to stabilize the patient and he subsequently passed away the same day as the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Autopsy was not performed. The device was not returned for evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22mar2021. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away from sepsis/multi-organ failure on the same day as pump exchange right after for infection. Autopsy was not performed. (B)(4) was not expected to be returned for evaluation. Related manufacturer report number #2916596-2021-01667.